Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was also reviewed.

Event description:
Allegedly per "early results of a 73 consecutive non-invasive prosthetic expansions in skeletally immature patients treated for musculoskeletal tumors:" (B)(4), there were 2 aseptic loosening of one femoral and one tibial stem, with the tibial stem patient being revised to an adult implant. Previous loose complaint reported (B)(4) revised to another repiphysis.